Event description:
It was reported that during a device upgrade procedure this right ventricular (rv) lead exhibited high pacing impedances measuring 1300 ohms when programmed in bipolar and 900 ohms in unipolar. Additionally, pacing thresholds were high. The physician felt it was best to surgically abandoned the lead and implant a new lead. No additional adverse patient effects were reported.